Manufacturer narrative:
The returned valve was patent. It met the requirements for siphon, pressure-flow, pre-implantation, and leak testing. However, the valve did not meet the requirements for reflux testing. There was proteinaceous debris observed within the interior and exterior of the valve. Debris within the valve may hold pressure-flow controlling mechanisms open resulting in fluid reflux. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ it is also stated that "to reduce the possibility of post-operative valve migration (e.g., as the result of magnetic influence due to MRI), suture the valve to adjacent tissue by passing a suture through the polyester-fabric-reinforced flanges." A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the device was implanted on (B)(6) 2016. The report stated that the doctor made the pocket too big causing the device to move out of the original space. It was also reported that the device was explanted on (B)(6) 2016 and replaced with another strata valve. Reportedly, there was no injury to the patient and the patient is doing well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.